Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 6 events were reported for this quarter. Product return status: 6 devices were received. Event confirmation status: 6 reported events were confirmed; the cause was traced to component failure. Evaluation results: 6 devices were found to be affected by chipped paint. Additional information: 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.

Event description:
This report summarizes 6 malfunction events in which the device had paint chips missing. 6 events had no patient involvement; no patient impact.